Event description:
It was reported that, after a tka had been performed, the patient fell and the tibial component fractured and loosened. A revision surgery was performed to treat the event: insert was exchanged. The device was removed by hand as it was grossly loose. The patient outcome is unknown.

Manufacturer narrative:
It was reported that, after a tka had been performed, the patient fell and the tibial component fractured and loosened. A revision surgery was performed to treat the event: both tibial component and insert were exchanged. The affected legion high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The root cause of fracture is stated as patient traumatic injury. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.